Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an impedance of greater than 2,000 ohms during a procedure to revise the patient's right atrial (ra) lead. When the lv lead was connected to the device again after the ra lead had been revised, the lv impedance was greater than 2,000 ohms. The physician disconnected the lv lead and placed it into the right ventricular (rv) port and normal impedances were observed. Boston scientific technical services (ts) discussed trying to program to a different pacing configuration not using the device. When the lead was programmed to a different configuration, the impedance was within a normal range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.